Event description:
The surgeon attempted to implant a silicone lens but it was damaged on insertion and was removed. The surgeon enlarged the incision and sutures were required. The pt experienced no loss of vision.